Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Unable to confirm device manufacture date.

Event description:
It was reported that an 840 ventilator had an unspecified failure with the graphical user interface (gui) lower display. The customer denied to provide the following information: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.